Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 patient presented with complaints of low back pain radiating into left leg. Per the physician¿s notes, ¿she has had a discectomy followed by a plif at the same level. She has remained symptomatic ever since the surgery. She describes a lot of back pain and pain radiating down her left leg.¿ patient has poor energy level, fatigue, sweating, poor circulation, high blood pressure, chest pain, shortness of breath, cough,urinary retention, pain, poor balance, memory problems, swelling, panic attacks, depression, anxiety, attempted suicide, psychiatric admission, weight change, gastric reflux, loss of feeling in hands and feet and pain in feet since (B)(6) 2010. MRI of the cervical spine indicated ¿loss of the normal lordosis with reversal in the mid cervical region. At c5-6, there is a central disc abnormality with mild inferior extension below the level of the endplate of c6 consistent with a small central disc extrusion without associated stenosis.¿ MRI of the lumbar spine indicated ¿anterior and posterior fusion of l4 and l5. Small central disc protrusion at t11-12 causing some deformity of the thecal sac. Mild broad based disc bulge at l3-l4 causing slight deformity of the thecal sac and narrowing of the right neural foramen with nerve root impingement. At this level, there is also a left paracentral disc protrusion or more likely extrusion which narrows the neural foramen and impinges upon a deformed exiting left l3 nerve root. At l4-l5, there is osteophyte on the right which narrows the neural foramen and appears to contact the exiting right l4 nerve root¿ additionally, there is an enhancing nerve root on the left that appears to be one of the sacral nerve roots. The enhancement would suggest irritation/inflammation.¿ on (B)(6) 2010, patient presented with back pain. A CT scan of the lumbar spine indicated ¿postsurgical changes at l4-5. No acute abnormalities are seen. Slight retrolisthesis of l4 on l5. Broad-based disc bulge with more prominent left foraminal component contributing to neural foraminal narrowing. Tiny broad-based disc bulge at l3-4.¿ on (B)(6) 2011, patient presented with adjacent level disease, lumbar disc herniation, lumbar radiculopathy, and lumbar spinal stenosis at l4-l5. The patient underwent tlif at l4-5 with removal of hardware at l5-s1 and placement of posterior instrumentation l4-s1 with posterolateral bone graft fusion. Spinology optimesh, autologous bone, globus bone extension material, and tsrh posterior instrumentation were used. An incidental intraoperative durotomy was repaired. There were no other noted complications. Post-op CT scan of the lumbar spine indicated ¿l4 through s1 fixation hardware; however, intact. L4 pedicular screw extending through the vertebral body into the retroperitoneal space on the right. Present interbody graft at l4-l5 positioned within the right ½ of the intervertebral disc level postsurgical changes with posterior decompressive changes. Degenerative spine disease with l5-s1 posterolateral disc osteophyte material. Right posterior decompressive changes are present at this level.¿ patient was discharged on (B)(6) 2011.